Event description:
A physician reported to baxter a connection issue in reference to the transfer set. The physician stated that the patient connector could not connected with the titanium adapter when the customer changed the transfer set. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed; however, no root cause could be determined. A sample evaluation was performed. Visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Since the lot number is known, batch review will be performed.a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.